Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed, however, based on past investigations, the most likely failure is a crack in the housing nearby the welding zone which is design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during self-test with a u9000 ultrafilter, a water leakage was observed due to ultrafilter. The qualified technician confirmed the reported problem as the alarm was revealed in the history log. It was determined that the u9000 was leaking water thus replaced to resolve the issue. There was no patient involvement reported. No additional information is available.